Event description:
Boston scientific received information that the latitude system detected a red alert from this device due to an end of life (eol) indicator. The caller expressed concern that the device went from 2.8v with a 8 second charge time at last check to 2.69v and a 31.5 second charge time. No adverse patient effects have been reported.

Event description:
-----

Manufacturer narrative:
The device was subsequently explanted and replaced. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.